Event description:
Event description guidant received information that this patient presented to the emergency room and his pacemaker was pacing at the max sensor rate(msr), at 130 beats per minute. Msr persisted with the minute ventilation turned off. The accelerometer was then turned off and a mode switch occurred and returned to the lower rate limit. This device is included in the hermetic seal advisory. The patient also has a significant amount of fluid retention from heart failure. The fcr could not determine if this was a related to the high rate pacing.